Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant continued: d224trk implantable cardioverter defibrillator 2009-(B)(6), 7000 competitor implantable tachy lead 2009-(B)(6), 5071-35 implantable pacing lead 2010-(B)(6). (B)(4).

Event description:
It was reported that during the check, one day post-implant, the right atrial (ra) lead had dislodged. The lead was inactivated. The lead was, years later, explanted and was replaced during a routine device change out procedure. No patient complications have been reported as a result of this event.